Event description:
New information received notes that the patient's right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2022. The patient's condition was unknown.

Event description:
New information received notes that the patient's right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to pacing inhibition and noise reversion episodes. Programming changes were made. The patient was stable.